Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had (B)(6) from a sore on their foot that settled on the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection. The cardiac resynchronization therapy defibrillator (crt-d) and the leads were explanted and later replaced. No further patient complications have been reported as a result of this event.